Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. The visual and x-ray examination of the lead did not find any anomalies.